Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2005 - the pt was alleged to have been implanted with a bard/davol composix kugel hernia patch during a hernia repair procedure. On (B)(6) 2013 - the pt was admitted to the emergency room and presented with redness and pain above the kugel patch surgical site. The pt was diagnosed with an alleged abdominal wall mesh infection and abscess. Additionally, the pt was started on antibiotics and scheduled for emergency surgery. On (B)(6) 2013 - the pt under went emergency surgery to remove the composix kugel patch. During the removal process, it is alleged that the plastic ring that supported the kugel patch broke and caused an enterotomy which led to the alleged kugel patch infection. The attorney alleges the pt suffered pain, infection, ring brake and explant.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The sample is not available for evaluation, therefore we are unable to confirm the alleged ring break. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged events. Based on the product code and lot number the subject product is part of the composix kugel recall. This MDR includes all pt, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.